Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator failed to give an oxygen output of 100%. No patient injury or complications were reported in relation to this event.

Event description:
Device evaluation completed and a follow upper report is in h10. Additional information no patient involvement.

Manufacturer narrative:
Other, other text: investigation completed on a smiths ventilators/pneupac ventilators parapac complaint of not giving out 100 percent oxygen was not confirmed. When hooking up device it measured 100.1% on no airmix and 49% on airmix. The device physical condition revealed no damage, however the manometer is out of specification. No action taken as not fault found. The manometer was replaced. Installed sintered filter and orings as a pm. Performed pm testing, cleaned and affixed service label.